Event description:
Information received by medtronic indicated that the insulin pump rail had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer alleged pump has cosmetic damage (broken belt clip rails). Device p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: keypad overlay texture damage, pillowing keypad overlay, broken belt clip rails, cracked keypad overlay, cracked reservoir tube lip. In summary, customer allegation for cosmetic damage (broken belt clip rails) was confirmed during visual inspection where broken belt clip rails was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.